Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of the received problem description, log files and service report. According to the provided information safety valve pull magnet was replaced. Safety valve pull magnet controls the opening and closing of the safety valve. Moreover, expiratory valve coil was also replaced. Replaced parts were not returned for investigation. Since no parts could be investigated further, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).